Event description:
1. While in use for a pt, the indication for vt was decreasing, on the other hand spo2 of a pt also became lower. 2. The monitor indicated 21% for fio2 setting 41% and the audible alarm sounded for "fio2 low" was being emitted. 3. After that, the alarm for "paw low" happened and the o2 concentration indicated "---" in the window. At the same time, this unit was changed to "cal mode" without any touch. 4. After this unit and circuit were removed from a pt, this unit was checked with test lung turning on power again under the same condition connected to a pt. However, such problem was not duplicated. 5. As a result of co's engineer investigation, it was found that the water trap collected the water. As a additional info, the pressured air gas was generated by macs-50 and supplied to the unit.